Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced nausea, muscle pain, a burning sensation in her muscles, and a flushed feeling. The patient uses tandem tslim in open loop. When she checked her cgm, it showed egv 90 mg/dl. She did not check her blood glucose using a fingerstick. She had already started vomiting, and when she got home, her mother drove her to the hospital as she was short of breath, extremely thirsty, and feeling dizzy. No medication or treatment done even did not check bg via fs. In the emergency room (ER), her blood glucose was tested and found to be 749 mg/dl, while her cgm still showed 90 mg/dl. She was given 40 units of insulin via humalog pen and 22 units of IV fluids. She also received 4¿8 mg of zofran. Based on bloodwork, she was diagnosed with dka. She remained in the hospital for 26 hours. At the time of discharge, her blood glucose was 300 mg/dl, and her cgm was reading low. She reported feeling weak but much better. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.